Event description:
It was reported that two (02) large volume folfusors leaked inside the hard shell, and in one device, the leak also extended outside the device. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between may 29-30, 2025. H11: two (2) devices were received for evaluation. Visual inspection on the first leak sample noted fluid inside the housing. Further inspection revealed root cause of leak inside the housing was due to missing film-wrap. The film-wrap is located at the upper area of the bladder. The film-wrap fastens the bladder to the stressmember. When the film-wrap is missing, the bladder will not inflate during fill, and the fluid will leak inside the housing. The cause of missing film-wrap was due to a manufacturing assembly error. Visual inspection on the second leak sample noted fluid inside a bag that contained the sample. When the sample was removed from the bag, the cause of leak inside the bag was found to be untightened winged luer cap. Signs of surface roughness were not observed inside the cap when inspected under the microscope. Therefore, the cause of leak may be due to a use error by not securely tightening the winged luer cap. A functional leak test was performed by manually hand-tightened the cap, rotating the cap until the cap could not be rotated further. Thereafter, the sample was monitored until the next day. The next day, no signs of leaking were observed. The product label (IFU, instructions for use) indicates, ¿ensure that the winged luer cap is securely connected after filling and priming.¿ a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.